Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: (B)(4), 1627487-2022-04281, 1627487-2022-04392, 1627487-2022-04393, 1627487-2022-04394, 1627487-2022-04395, (B)(4), 1627487-2022-04396, 1627487-2022-04397, 1627487-2022-04398, 1627487-2022-04399. It was reported an infection was present at the ipg site. Patient was prescribed oral antibiotics. The patient's cervical scs and dbs system were later explanted due to infection.

Manufacturer narrative:
Correction: section h6 - the previous report for manufacturer reference number (1627487-2022-04280) was missing the investigation conclusions, type of investigation, component code, medical device problem code, health effect - clinical code, health effect - impact code a review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.